Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2016. The product sample was not returned to the quality assurance laboratory for analysis. Without the sample, a detailed investigation could not be performed. A review of the device history records indicated that the serial number provided was released meeting all specifications as manufactured. The file will be closed as unconfirmed at this time. If additional information is obtained or the sample is returned, we will re-open this investigation.

Event description:
Corrected info: the incident generator was previously referred to as a force2-8pch generator with no serial number provided. The incident unit has since been identified as a force220pc generator with a valid serial number.

Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history record for this unit could not be conducted because a valid serial number was not provided.

Event description:
The customer reported that during a davinci robotic lap hysterectomy case, a nurse had erroneously plugged a bipolar cable into the monopolar port on the force2 generator. Reportedly, the bipolar forceps arm of the robot began to automatically activate when the forceps were closed, which resulted in a burn to the patient's bladder. The burn was described as tiny and cirhosal, and no treatment was needed. The procedure was then completed with a forcetriad generator. The site has indicated that this incident was caused by user error. Additional questions regarding this incident have been asked.